Event description:
It was reported that during an unknown procedure, the mobile jaw of the ace36e broke.the case was completed by using another device. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Batch # m90v1z. The device was received with the blade tip intact and not broken off as reported. The tissue pad was detached with evidence of the tissue pad material in the groove section of the clamp arm and the pad was not returned with the device. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.